Manufacturer narrative:
Investigation results: one bci capnography monitor capnocheck ii (8400) was returned for investigation. The investigation determined that the failure was the result of an impact sustained by the monitor during use and handling. The specific details of the investigation are as follows. The monitor was sent for evaluation because the back light was only lighting up half the screen. The reported customer complaint was verified. The monitor was powered up and every other line on the display failed to appear. The technician reflowed all the leads on the u10 board because a lead had become loose on the chipset. The monitor was then powered up, after which all the segments were present. There was no backlight present however. The technician then went into the backlight option, and discovered that the backlight was turned on. The technician proceeded to replace the lcd and connector. The backlight was restored, and all the segments displayed on the lcd after this measures were taken.

Event description:
It was reported that the back light was only lighting up half the screen on the bci capnography monitor. No patient injury or complications were reported in relation to this event.